Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not unable to obtain telemetry between the implantable pulse generator (ipg) and remote monitor. The implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.